Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. "Chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly. 1 observe the palm, etc. Using normal light observation images and nbi observation images (excluding bf-mp290f). 2 confirm that the illumination light is emitted. 3 adjust the light intensity to an appropriate brightness. 4 check that there are no abnormalities such as noise, blurring, or cloudiness in the normal light observation image and nbi observation image (excluding bf-mp290f). 5 operate the ud angle lever of the endoscope to bend the curved part. 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. 7 check that normal light observation images and nbi observation images (except for bf-mp290f) do not disappear for a moment. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited b30 scope communication error when connected to the power supply. It was unknown when the issue occurred. Pre-use inspection was performed. The purpose of the procedure was inspection. The procedure was completed with a similar device. The cleaning, disinfection and sterilization (cds) was done using oer-4 reprocessor. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. Due to corrosion on endoscope connector, b30 (scope communication error) occurred. There were few additional findings. Adhesive on bending section cover had a chip. Scope connector and scope connector cover unit was sticky due to water leakage. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.